Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, undersensing was observed on the device. Programming is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition.